Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set tape not sticking event on (B)(6) 2024. The glucose level was 10.1 mmol/l. The infusion set was in use for 10 hours. No further information available.